Event description:
It was reported to gems that when the operator was aligning the system for a knee x-ray for a pt, the collimator assembly (collimator/x-ray tube adaptor) fell on the pt. The incident occurred when the four screws used to attach the collimator adapter plate backed out causing the assembly to fall. The pt had a slight injury to the knee. The system was repaired and returned to service.